Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge coil was damaged. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the controller kept saying ¿looking for device¿ and would then display a ¿no device found¿ error message. The patient stated that they performed controller resets a thousand times and left the battery out for a while before putting it back in when they would get the error messages. The patient mentioned that they would go through passive recharge mode while having the recharger over their implantable neurostimulator (ins) but they couldn¿t get anything to register and was unable to locate the implant. The patient reported that the recharger would get really warm and hot, not around the paddle but where the paddle and wire would connect. The patient stated that the box along the cord would get hot and that it would get too hot against their skin, so they would have to put a fabric between the recharger and their skin. The patient was redirected to the repair department and a replacement controller and recharger were requested.